Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), alopecia ("hair thinning"), amnesia ("memory loss"), fatigue ("fatigue"), anaemia ("anemia") and weight increased ("weight gain"). The patient was treated with surgery (underwent a surgical removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstruation irregular, alopecia, amnesia, fatigue, anaemia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anaemia, fatigue, menstruation irregular and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.